Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of ro marker band missing.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the ro marker band was missing. The procedure was completed using another advanix-naviflex biliary stent. There were no patient complications reported as a result of this event.